Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-38372. It was reported that 870 subjects were implanted with low voltage leads and enrolled in a study to evaluate implant safety, success, and electrical performances of his-bundle pacing (hbp) and left bundle branch area pacing (lbbap) in the multinational physiological pacing registry. Product malfunction and adverse events related to implant procedure or low voltage lead implant included: lead migration/dislodgment, infection, pocket erosion, pneumothorax, cardiac tamponade, excessive bleeding, exit block, phrenic nerve stimulation, ventricular fibrillation, undersensing, chest pain, twiddler¿s syndrome, stroke, capture threshold increase, and other. No further information was available.